Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly and failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked properly during testing. Unit powered up properly after batter installation. No failed batt test anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thump. Failed batt test alarms were noted in pump download history on 04/25/2024 21:52:01.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No stuck key alarms present in pump download history. The electronic assemblies were inspected, and no anomalies noted. Unit received with cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. All buttons functioned properly during test. No keypad anomaly noted. Unit powered up properly after batter installation. No battery power related alarms noted during testing. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.